Event description:
It was reported that the end cap on the bd intima-ii¿ closed IV catheter system was loose and couldn't be tightened, and leakage occurred as a result. The following information was provided by the initial reporter, translated from chinese: "the patient was hospitalized due to coronary heart disease. On (B)(6) 2023, a closed intravenous indwelling needle was indwelled. At 9:00 on (B)(6), the indwelling needle was used for infusion for the second time. About one hour after the infusion, a small amount of leakage was found at the interface of the heparin cap. The screw mouth slipped and could not be tightened, and it was replaced with a needleless connector to continue the infusion, and the patient was not injured."

Manufacturer narrative:
Investigation summary. In response to the event reported by your facility a device history review was conducted for lot number 2327039. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.